Manufacturer narrative:
Complaint conclusion: as reported, while the outback elite 120 cm re-entry catheter was inserted to perform recanalization the device became stuck with a guidewire in the true lumen. The cannula was retracted and the physician attempted to remove the guidewire and the outback elite but when retracted the guiding catheter was also removed. It was confirmed that the cannula of the outback elite was bent and partially exposed, therefore it was replaced with a new product. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. The patient¿s information was unknown. A contralateral approach was made. The target lesion was the superficial femoral artery. The rate of stenosis was 100% (cto). The patient¿s vessel level of tortuousness was unknown. The device was prepared as specified by the instructions for use. There were no damages to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device was straight prior to loading. No additional information is available.  One non sterile outback elite was received coiled inside a plastic bag. The cannula was received fully retracted into the outback (not deployed) and a kinked condition was found on the outback body at 2.5 cm from distal end. No other issues were found. The handle was actuated and it was found that the cannula could not be deployed, however this is and expected issue due to the kinked condition found on the outback tip. Also insertion/withdrawal test was performed with a .014" guide wire and only resistance/friction was felt at the outback kinked area. However, the guidewire was able to pass through the outback guide wire lumen. The outback usable/work length was measured and the results were found within specification. The cannula/needle deployment length was not measured since the cannula/needle could not be deployed during functional analysis. A review of the manufacturing documentation associated with lot 17524312 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint.  The complaint reported by the customer as ¿cannula/needle (outback only) - retraction difficulty¿ was confirmed since a kinked condition was found on the outback distal section and a ¿cannula/needle - retraction difficulty¿ is expected due to this kinked condition. Also, this kinked condition caused a cannula/needle deployment difficulty during the functional analysis. The complaint reported by the customer as ¿cannula wire port/guidewire lumen - resistance/friction - in patient¿ and ¿cto catheter system ¿ damaged¿ was also confirmed since a kink bent condition was found at the outback distal section that caused resistance/friction during the guide wire insertion/withdrawal test. The cause of the kinked condition found on the outback distal section could not be conclusively determined during the analysis. Procedural and handling factors may have been contributed to the kinked condition found. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance.  It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops.  The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position.  The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the device history record review suggest that this kinked condition is related to the product manufacturing process. Additionally, the device did not present any obvious indications of manufacturing defect or anomaly that can contribute with the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.  The product is available for evaluation and testing; however, it has not been received to date.  Additional information will be submitted within 30 days of receipt.

Event description:
As reported, while the outback elite 120cm re-entry catheter was inserted to perform recanalization, the device became stuck with a guidewire in the true lumen. The cannula was retracted and the physician attempted to remove the guidewire and the outback elite but when retracted a guiding catheter was also removed. It was confirmed that the cannula of the outback elite was bent and partially exposed, therefore it was replaced with a new product. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The rate of stenosis was 100% (cto). The device was prepared as specified by the instructions for use. There were no damages to the outback device noticed prior to opening the package.  All the specified ports of the device were properly flushed.  The ports were flushed, followed by a 30 second delay, and then flushed again.  The device was straight prior to loading. A contralateral approach was made. The target lesion was the superficial femoral artery. The patient¿s information was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. No additional information is available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.